Event description:
It was reported to covidien 03/20/2009 that a customer had an issue with a dialysis catheter. The customer states they had a catheter that became occluded and they had to pull and replace the catheter.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.